Event description:
During a crrt treatment the operator reported a system alarm occurred and a fluid leak was observed. Operator ended treatment without returning blood. It was reported that the pt's hb decreased from 8-something prior to the blood loss to 7-something; pt was transfused one unit of packed red blood cells. No other medical intervention reported.

Manufacturer narrative:
Facility staff reports that it is their policy not to return product to MFR and have refused to return cartridge disposable for eval. No investigation is possible without the returned cartridge therefore the exact cause of the reported issue cannot be determined. The user guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The user guide also instructs to periodically check for leaks during a treatment and to terminate the treatment and rinseback the pt's blood if a leak is observed. Review of complaint records indicates that this appears to be a random event. Nxstage medical considers this report closed. No add'l info will be provided.